Event description:
It was reported by patient¿s legal counsel that the patient underwent a knee arthroplasty. Legal counsel is reporting patient has filed an unknown allegation. Patient has not been revised to date. No additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. (B)(4) femur cemented posterior stabilized (ps) std left size 8 lot# 64888319 MDR: 3007963827-2022-00309. (B)(4) articular surface fxd bearing posterior stabilized left 14mm lot# 64073927 MDR: 3007963827-2022-00311. (B)(4) all-poly patella cemented 38 mm diameter lot# 64939661 MDR: 0002648920-2022-00242.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.